Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the displays ventilator inoperable alarms. The customer reported the issue occurred during pre-testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the exhalation valve needing characterization. After performed characterization on the exhalation valve, the issue was resolved. The fsr performed the operational verification procedure and reported the unit meets service specifications.